Event description:
It was reported to philips that the azurion device would not fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside the clinical use. Philips has confirmed that system indicating unit would not flouro. Material order was created and defective wired footswitch was replaced by in third party engineer.. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.